Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead migrated after having back surgery. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
H6 correction: health effect - impact code 4627 - device explantation was not previously sent. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.